Event description:
Olympus was informed that during a diagnostic bronchoscopy procedure, the image was initially fine, but then lines appeared when angulating which progressed to the point the users reportedly could not see the image. The procedure was completed with the same device. There was no pt harm reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval confirmed the lines on the display with no video image. The source of the difficulty was isolated to the charged coupled device (ccd) unit. The device has been refurbished. This report is being submitted as a medical device report in an abundance of caution.